Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 800cc mentor memorygel breast implant on (B)(6) 2014 both sides and experienced bilateral capsular contracture; baker grade unknown. The patient fell twice, resulting in injuries, vision and memory loss. The patient reported that beginning (B)(6) 2018, her right implant is folding over and that the right breast appears smaller that her left breast. On (B)(6) 2021, mentor received confirmation that the patient experienced right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patients right-sided device.